Event description:
The user's hearing performance with the device was affected. The user noticed a drop in hearing performance with the device between 2020 and 2021. The user was re-implanted.

Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage, which has ben present whilst implanted. Mechanical damages found are attributable to the removal surgery. According to the information received, the device was not providing enough benefit to the recipient due to a partial post-operative active electrode migration out of the cochlea, as confirmed during explantation surgery. Reportedly a complete insertion of the electrode was not achieved at implantation surgery with one channel remaining extra-cochlear. This is a final report.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user's hearing performance with the device is affected. The user noticed a drop in hearing performance with the device between 2020 and 2021. The user was re-implanted on (B)(6).2023.